Event description:
"Patient felt cosmoderm ii had disappeared with 2 weeks but noticed a reddish area that was firm on the left upper border. Subsequently redness and hardness improved and border as well as body (another product) with good augmentation and no further redness". Patient was tread with nsaids.

Manufacturer narrative:
Quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint.based on the review of the device history records, we find no assignable cause for this complaint.